Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer requested assistance with fill cannula. Customer's blood glucose was 39 mg/dl and was treated with food. Customer reported that blood glucose was low due to basal rates being set too high and would have healthcare professional adjust.